Manufacturer narrative:
Further information requested but not received.

Event description:
It was reported during implant on (B)(6) 2022 the right ventricular (rv) lead presented with fluctuating impedance values and the current of injury was not stable. The lead was not used and there were no patient consequences.

Manufacturer narrative:
The reported event of varying low voltage lead impedance was not confirmed. As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies. X-ray examination showed that the inner coil at the connector region was overtorqued consistent with procedural damage.

Event description:
New information received notes the right ventricular (rv) lead presented with fluctuating low voltage impedance. There were no patient consequences.